Event description:
During surgical procedure (t-lift through metal port) twitching of pt's legs was noted during the use of the ehs system. Surgeon switched over to pneumatic system and completed procedure without further problems. No pt injury was reported during surgical procedure. Biomed dept of the hosp checked the ehs system and found no problem. Complete system was returned. On follow up it was reported that procedure was a minimally invasive spinal infusion and laminectomy surgery using a metal port for access. Evoked potential nerve monitoring was used. When the ehs motor was positioned inside the access tube, with the system power on and the motor not running, the pt's buttocks and legs were observed to twitch. Nerve root activity was detected on the evoked potential nerve monitor. The surgeon chose to discontinue use of the ehs motor for this procedure. A pneumatic motor was brought in and used to perform the procedure with no add'l problems. One week after surgery it was reported there was no pt impact.